Manufacturer narrative:
The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be at intermediate or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 3% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator). Valve malposition and embolization are known potential complications associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. In this case, the cause for the malposition of the valve is unknown; however, it may be related to procedural factors (device manipulation). There was no allegation or indication a product deficiency malfunction contributed to this adverse event complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During an open mitral procedure by transatrial approach in the native annulus, a 26mm sapien 3 valve was deployed too ventricular and was explanted. A second valve was deployed in the correct location. Per report, upon deployment of the 1st valve, it was noted that the valve was deployed too ventricular and not adequately positioned in the atrium. After the 1st valve was explanted and the second valve deployed (appropriately placed 10% atrial), the patient was adequately treated and stable. The physician was pleased with the result.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.